Manufacturer narrative:
See h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for the call was patient reported that since last friday afternoon they would be getting an rm03 message on their recharger when they attempted to charge their implantable neurostimulator. Patient also mentioned that the recharger relay box and cord to the antenna would get hot. Patient also mentioned noticing that the cord to the antenna looked worn out. Patient also stated they would sometimes feel little electric shocks from the recharger when they try to charge their ins using the recharger. Patient mentioned that they were in pain and haven't been able to sleep due to the pain. The issue was not resolved. A request was sent to repair to replace the recharger.